Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding larynx trauma. The customer reported that a new model of medtronic tube was inflexible and difficult to manipulate. It was alleged to have caused trauma to the larynx during intubation.